Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the screen becomes noised is traced to expected or random component failure., due to a faulty scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited screen becomes noised. The event occurred during maintenance. There were no reports of patient involvement.